Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer stated her blood glucose was 90 mg/dl. Customer then drank apple juice even though her blood glucose wasn't low to get the insulin pump out of threshold suspend mode. Customer stated her blood glucose went up to 300 mg/dl because self-treated off the sensor reading. Current blood glucose was 165 mg/dl and sensor reading was 194 mg/dl. Troubleshooting was performed and customer is not returning the sensor for analysis.